Event description:
It was reported that during the surgical procedure, the handpiece was locking the rotation, as if it did not oscillate the blade normally, thus making a noise atypical of the conventional. Other m5 was used for the procedure. There was no known patient impact.

Manufacturer narrative:
H3: analysis identified problem in the engine, worn bearings and destroyed extender due to overheating of the engine making it necessary to change the engine and related parts to correct the problems presented. The device overheats at the start of turning it on. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
There was no allegation of overheating from the customer. Based on visual inspection analysis it was mentioned that there was oxidization on internal parts and wire of handpiece due to burn over a period of time. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.